Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 396 mg/dl and high ketones. Customer addressed bg by manual insulin injection and was treated with intravenous fluids of saline and insulin. Reportedly, the cartridge, infusion set, and novolog/novorapid insulin had been in use for more than 48 hours. Technical support educated the customer on insulin labeling. Customer was discharged the next day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned